Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: a review of batch history record and deviation history indicated that no relevant non-conformances and deviations noted and the quality control (qc) release data met qc specification. The retained product testing indicated the product performed as expected with clinical negative urine sample. The customer's observation was not replicated. It is unable to determine the root cause from the insufficient information provided. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended. This MDR is related to 3005641941-2021-00009.

Event description:
A patient provided a urine sample that were tested using the alere hcg pregnancy test (lot number hcg9082106) and had false positive results which occurred on (B)(6) 2020. The blood hcg test results were <3 miu/ml. The quality controls were run and worked adequately. There was a 3 hour delay in surgery for a left mastectomy and axillary clearance as awaiting confirmation of blood hcg result. It is unknown if the surgery was elective. Although requested, no further information has been provided.